Event description:
The customer reported that the system was down. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep contacted the customer by phone and directed the customer technician in repair of the system . The system operates as intended. No further repair info is not available.